Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation, it's likely the error code e337 occurred due to a faulty cooling fan. However, a definitive root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video processor has an e337 fan error. It's unknown when the issue reported was found. The device was returned for evaluation. During the device evaluation, a cooling fan failure was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The suspect device was returned to olympus and inspected. In addition to b5, the following non-reportable malfunction was found during the device evaluation: battery drain. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.